Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the pt experienced erosion of internal tissue including erosion through the vaginal walls. No other info is available.